Event description:
It was reported that for this implantable cardioverter defibrillator (ICD) a consult transmission was unable to be connected to the device with 2 programmers. Technical services (ts) was consulted and recommended using a different outlet and perform an in-person interrogation. The device remains in service. No adverse patient effects were reported.